Event description:
It was reported that a user new to the ilet experienced hyperglycemia with an unclear cause; glucose was elevated post-meal and began to trend down slightly during the call, and the user was advised to continue monitoring and perform a supply change if the downward trend ceased. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond monitoring guidance, and no hospitalization. Investigation included customer interview and complaint record review. Investigation of this case revealed that the cause could not be determined based on the available information. It was concluded that a device malfunction could not be confirmed and user monitoring was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.